Event description:
It was reported that a visao handpiece was not working and running hot. This particular unit was only used on cadavers, therefore, there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes.